Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced lightheadedness and pain at the implant site, following an MRI in (B)(6) 2016. Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device.